Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer incorrectly entered in the pump's carbohydrate ratio when setting up the replacement pump a few weeks prior. There was no adverse impact to the customer's blood glucose level. Tandem technical support advised the customer to consult with a healthcare provider regarding the pump settings.